Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
It was reported the powermax elite mdu hand control overheated after long surgery and presented an error message when plugged in. No patient injury was reported. There is no information available regarding the need or use of a back-up device nor if this resulted in a delay in the surgical procedure.

Manufacturer narrative:
Device investigation narrative - the powermax elite mdu hand control unit was received on 7/27/2016 and confirmed to be serial number (B)(4). Visual inspection showed no obvious external damage. The device was connected to the mdu test bench and functioned as designed. No error messages could be reproduced. The reported complaint of overheating and an error message when plugged in could not be confirmed. No root cause for the reported malfunction could be ascertained. (B)(4).